Manufacturer narrative:
(B)(4). Isi has attempted to gather additional information. However, no additional information was available as of the date of this report. If additional information is received, a follow-up MDR will be submitted. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. Device evaluation was not possible as product and log reviews for accessories/trocars are not available. Further, the da vinci system was not in use at the time of the event. Based on the information provided at this time, this complaint is reportable due to the following: during a da vinci-assisted hysterectomy procedure, prior to insufflation, prior to docking the system to the patient, and upon the surgeon making initial entry with an isi trocar accessory, the surgeon struck an unspecified large vessel with the trocar and the procedure immediately converted to open surgery to control the unspecified large amount of bleeding. The site was not able to provide any information regarding the cause of the trocar related injury. While there was no allegation of a malfunction from the site regarding the isi trocar that was associated with this event, the product was not available for analysis and the site was not able to provide further information regarding the event. The contribution of the device to the adverse event cannot be determined.

Event description:
It was initially reported that during a da vinci-assisted hysterectomy procedure, upon the surgeon making initial entry with a trocar and endoscope, the surgeon struck a vessel and the procedure converted to open surgery. The patient¿s status is ¿stabilized¿. On 08-dec-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted hysterectomy procedure, prior to insufflation, prior to docking the system to the patient, and upon the surgeon making initial entry via ¿opti-view with an optical trocar¿, the surgeon struck a large vessel with the trocar and the procedure immediately converted to open surgery to control the large amount of bleeding. The estimated blood loss was unknown. It was also unknown if a blood transfusion was administered. A general surgery team and a vascular team were called in to assist. The open surgery completed with no report of patient injury or death. Although it was noted that, at one point, the operating room staff had ¿called a code¿, the patient was reported as being in stable condition and was in recovery. It was further reported that the surgeon had elected to triangulate port placement and, ¿went in optically approximately three fingers above the belly button to insert an 8mm trocar with a 5mm lap scope¿. The surgeon had not realized there was an issue until an anesthesiologist noted that the patient¿s vital signs were dropping rapidly. The surgeon then realized that she was in a lot deeper into the abdomen than she originally thought and that¿s when she realized she struck a large vessel; resulting in a large amount of bleeding.